Manufacturer narrative:
The pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08720 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No over delivery anomaly noted during testing. In further full review of the pump history on the event date of [event date] found bolus deliveries of 2.9u at 14:01:29.000 and 1.6u at 15:49:00.000. Test p-cap and reservoir locked properly into reservoir compartment during testing.¿ the pump was received with scratched case, pillowing keypad overlay, cracked keypad overlay, and stained keypad overlay. In summary, customer allegation for pump over delivering not confirmed during full functional testing. Unable to verify customer alleged for low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly, exposed to magnetic field or magnetic resonance imaging (MRI). The customer reported hypoglycemia, dizziness, shaking/tremors, headache, diaphoretic treated with glucose/carb intake, other. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer was using the auto mode/smart guard feature at the time of the event. Customer has been using the insulin pump system within 48hrs of reported low bg event. Customer believes the pump was over delivering. No further patient complications were reported. Mmt-1884 was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.